Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced both buffer valves and tighten the loose buffer syringes, which resolved the issue. (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported both cell 1 and cell 2 of the au5800 clinical chemistry analyzer generated erratic ise (ion-selective electrode) patient results. The results were not released from the laboratory. The customer stated the samples were programed for auto repeat and the results were normal. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.